Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and compromised force sensor system alarm and excessive no delivery test. Insulin pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 487 mg/dl and 468 mg/dl. Customer¿s current blood glucose was 138 mg/dl. Customer states that they had supper and few hours later blood glucose was 327 mg/dl. Insulin pump will be return for analysis.